Event description:
Event description guidant received information that attempts to interrogate this implantable cardioverter defibrillator (ICD) were unsuccessful. The patient states that the device started beeping about a year and a half ago, but never came in until now.